Event description:
It was clarified that the physician believed the patient's issues of dysphagia and increased seizures were related to anesthesia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's mother that the patient had to be kept in recovery 2 extra hours post op due to an elevated heart rate, prior to being release by the surgeon in stable condition. Additionally, it was reported the patient had an increase in absence seizures. The patient was also gagging while eating, to the point where the magnet had to be taped over the generator to halt the vns stimulation. It was later reported the patient saw the physician on (B)(6) 2016 and everything was much better. Attempts for additional relevant information have been unsuccessful to date.